Event description:
Ref imp # (B)(4).

Manufacturer narrative:
The unit was returned for evaluation and tested for an extended period but the issue was not duplicated. Unit passed zero and gas calibration with no issue. However, for precautionary measures the gas sensing unit will be changed. Discussed with customer that we could not duplicate the issue and that the device is functioning as intended. However, we have asked the customer for additional information such as if they are using our approved accessories with the unit, if they have changed any suppliers recently, etc. We are awaiting this information for further investigation.